Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tube. The following information was provided by the initial reporter: "vacutainer tubes are over filling, all from same lot. We have less than 100 tubs on site. These tubes (lot) are no longer being used."